Event description:
It was reported, "unable to aspirate PICC today , cxr requested shows PICC tip in lower 3rd svc approx 4th rib, in good position with no obvious, breaks, twists or kinks. However on flushing leaking form entry site, ? Possible fracture. Line removed. Examined fracture @ 16cm 50% through line."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample and the extension tube markings were completely worn. A partially circumferential split was observed at the 15cm depth marking. The split occurred within a permanent kink impression. The sample kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed inward curving edges. The split edges were dully granular. Material wear, buckling and discoloration were observed in the vicinity of the split. The split features were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which placement, usage and mechanical factors may gradually form a crack in the catheter. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu0688 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "unable to aspirate PICC today , cxr requested shows PICC tip in lower 3rd svc approx 4th rib, in good position with no obvious, breaks, twists or kinks. However on flushing leaking form entry site, ? Possible fracture. Line removed. Examined fracture @ 16cm 50% through line."